Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) put in last (B)(6) and had an infection. The patient stated they had all the components removed to prevent spinal meningitis. Patient reported the replacement ins was placed in the lower back and patient cannot reach ins when using the patient programmer (pp) due to left shoulder problems. The patient stated the previous ins was in the right hand side of abdomen. Patient would have rather waited to have ins implanted until longer extension was available so ins could have been implanted in stomach. Patient stated an antenna for the pp would not be helpful since they would have to place antenna over ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3887-28, lot# l68179, implanted: 1999 (B)(6), explanted: 2010 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6); product type extension product ID 7495-51, serial# (B)(4), explanted: 2010 (B)(6); product type extension.

Manufacturer narrative:
Supplemental submitted for additional information received and for update to conclusion coding.

Event description:
Additional information received reported the patient developed a staph infection in 2011 and the entire system was explanted. Information received from hcp suggested the patient's staph infection and device explant occurred in 2011. This information conflicts with patient's timeline regarding the onset of infection/explant from (B)(6) 2010. Information reasonably suggests the patient and hcp are speaking of the same event and a new file was not created.

Manufacturer narrative:
Concomitant medical products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3487a-56, lot# v478493, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3887-28, lot# l68179, implanted: (B)(6) 1999, explanted: (B)(6) 2010, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
Additional review determined that the patient had a staph infection.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), product type: extension. (B)(4).

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was placed in january and approximately a few weeks later they noted wound dehiscence that resulted in removal of the ins. The reporter stated at that time part of the connecting wire was pulled, cut, and allowed to retract back into the subcutaneous tissue. The reporter further stated that recently the patient was seen in their office and the patient had an area of irritation and warmth along where the tip of the remaining portion of the connecting "catheter" was located. It was noted that patient was to undergo removal of the remaining portion of the connecting wire in hope of resolution of the infection. It was further noted the patient tolerated the procedure well and they were transferred to the recovery room in stable condition. It was noted the connecting wire was removed in (B)(6) and at that time cultures were obtained. It was further noted the site was found to be infected and the patient was placed on antibiotic therapy. The reporter stated that during the following few weeks the patient noted continuous drainage from the right flank incision and the incision was not healing. The reporter further stated the patient was brought to the operating room on (B)(6) 2010 to undergo incision and drainage of the wound. It was noted the site was irrigated and cleansed so the wound could continue to heal. It was further noted the incision was irrigated with a bacteriostatic solution. The reporter stated the area was cultured prior to irrigation of the wound. The reporter further stated the patient tolerated the procedure well and they were transferred to the recovery room in stable condition. It was noted the patient's infective symptoms had resolved and they had been free of any infection with no use of antibiotic therapy on (B)(6) 2010. It was further noted the patient's symptoms had not been tolerable without the use of the ins.